Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The user first installed the pad-pak on the (B)(6) 2012 and the device performed to specification up to and including the last log entry the (B)(6) 2016. The returned pad-pak was inserted into the device and the device passed a self-test. A successful test shock was delivered during the testing with an acceptable measurement being recorded. Investigation found no fault with the returned device. The device performed to specification throughout the history log and during testing at heartsine. Corrosion was observed on the contact collars and a small insect was found in the lower case. This would indicate storage in adverse conditions.